Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat strictures performed on (B)(6), 2025. During the procedure, the tech inflated the balloon to 18 mm, then to 19, and went to 20 mm then the balloon burst inside the patient. They used another balloon, but the second balloon also burst when inflated to 20 mm. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the third cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.